Event description:
It was reported the patient presented to the clinic for a routine follow up. Upon interrogation, it was determined the pacemaker exhibited previously premature elective replacement indicator subsequently leading up to premature end of life indicator. No further information was available.

Manufacturer narrative:
(B)(4).